Event description:
Pt fell and fractured right hip. Open reduction/internal fixation was performed. Ten hole plate was used. Pt presented to the emergency room 38 days later with complaints of severe pain. Pt reports the leg suddenly "gave way" like it did when it broke. X-ray revealed fracture had come apart and the ten hole compression plate was broken in two.